Manufacturer narrative:
Please retract this report 2017865-2025-1005960, this product did not contribute to the event. This was reported as 2017865-2025-1005754.

Manufacturer narrative:
Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.

Event description:
During a retrieval procedure for an unknown reason, it was not possible to connect the retrieval catheter to the right ventricular (rv) leadless pacemaker (lp). A new catheter was used to resolve the event. Further information was requested but not yet received. The patient was stable.